Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(6). The investigation of the complained device was performed in the servie repair shop melsungen, germany. The device history was read out and analyzed. Caused of no reported day of occurrence, the last stored history log files of an infusion therapy were investigated. No abnormalities could be found. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. No visible damages could be detected. The functional test was performed. The device passed the self test with a positive result. The syringe (type: bd plastipak 50/60ml), which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value -+0,39% was within specification (+-2%) (according to en iso 60601-2-24). Caused of the results of the previous investigation, only the upper housing part was removed. No visible damages or dry residues of liquid could be found. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. The device works according the specification.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4) . The device is still in the investigation process. If an investigation report available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "under infusion". Customer information: fault with syringe driver delivering insulin each time staff entered the room. The insulin was not running on reflection, this should have been investigated and communicated better. Syringe driver changed and locked at last bm check at 1400 hrs and no further issues of delivery to patient of insulin.